Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken stylet is confirmed; however the exact cause is unknown. One photograph of what appears to be the distal end of a tls stylet was returned for evaluation. An initial visual observation of the photograph showed a portion of the distal end of the stylet was detached. The distal tip of the stylet appears to be intact, however it could not be clearly be seen from the returned photograph if a segment of the stylet and/or any magnets were missing. It was also unclear if there was blood residue on the stylet in the returned photograph due to the low resolution. The exact cause of the break in the stylet is not possible to determine without microscopic examination of a returned sample; however possible causes of the break include failure to flush the stylet prior to manipulation of the stylet, retraction of the stylet through the t-lock assembly, and sharp instrument damage. The product IFU states: ¿attach prefilled syringe to the luer attachment on the t-lock extension set and flush catheter with sterile normal saline,¿ ¿disconnect the t-lock from the stylet funnel. Withdraw the entire t-lock connector/stylet assembly, as one unit. Retract the stylet to well behind the point the catheter is to be cut,¿ and ¿slowly remove the t-lock, stylet funnel, and stylet, as a unit. Do not remove stylet through t-lock.¿ a lot history review (lhr) of rebu0063 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that the ICU rn was placing the PICC via the left basilic vein. It was stated the rn retracted the wire out of the PICC and trimmed the catheter to 48 cm then pushed the wire forward to be even with PICC catheter. When advancing the PICC, the catheter reportedly went to other side. The wire was pulled out and noted to be bent and loose at the end. It was stated that the wire was re-threaded without the detached part of the wire and placed the PICC catheter with EKG signal present as well as the bard tip locator signal being clear distal svc/ cavo-atrial junction.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebu0063 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the ICU rn was placing the PICC via the left basilic vein. It was stated the rn retracted the wire out of the PICC and trimmed the catheter to 48 cm then pushed the wire forward to be even with PICC catheter. When advancing the PICC, the catheter reportedly went to other side. The wire was pulled out and noted to be bent and loose at the end. It was stated that the wire was re-threaded without the detached part of the wire and placed the PICC catheter with EKG signal present as well as the bard tip locator signal being clear distal svc/ cavo-atrial junction.